Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to the tissue injury. However, a cause for the reported tissue injury cannot be determined. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: code 4614 was removed.

Event description:
Subsequent to the initially filed report, additional information was received stating mr had increased to a grade of 4 due to a the clip eroding through the anterior leaflet. For treatment, an additional mitraclip procedure was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2023, transthoracic echocardiography (tte) was performed and it was observed mr had increased to a grade of 3. The clip was noted to be stable and no tissue had occurred. It was noted the patient was not symptomatic; therefore, no additional treatment was performed. No additional information was provided.